Manufacturer narrative:
The device was received with a bowed front panel, small knobs were missing the end caps, the battery cover was cracked, the manual push button was in its depressed position, and the tidal volume knob rubs on the battery compartment. The functional testing of the device confirmed the reported issue of damaged function switch and the cause was deemed to be the customer/ user interface. The device was repaired. Device history record (DHR) review indicated that previous service history was deemed unrelated to the current customer reported problem. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the select knob on the device will not change modes. No patient injury was reported.